Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, and infection under the sensor pod area only. The area was prepared with alcohol before placing the sensor on the body. The reaction was treated with an unspecified prescription of oral antibiotics for 5 days. The date that the medication started was (B)(6) 2025. No photos or other details were documented. At the time of report patient condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.